Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incorrect value for the number of carbohydrates had been programmed for the customer's bolus request. The contact called tandem technical support inquire if additional units can be added to the requested bolus. Tandem technical support advised the contact once the initial bolus is complete, an additional bolus could be delivered. The contact acknowledged the information. The customer's blood glucose level at the time of the reported event was 142 mg/dl.